Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 8 mg/ml, hydromorphone 40 mg/ml, bupivacaine 12 mg/ml, and baclofen 470 mcg/ml via an implantable infusion pump. The doses and baclofen type and lot number were unknown. Indications for use were listed as non-malignant pain and failed back surgery syndrome. Other medications the patient was taking at the time of the event and medical history were not reported. On (B)(6) 2016, the patient had a car accident where he rear-ended someone. The patient was in bed for two days and his feet were numb and he had pain in his back, legs, butt cheek, head, neck, and chest. The patient called the hcp and they ¿did not seem too concerned¿. The patient may have a MRI and was calling to see what he needed to know. The situation was currently being addressed by the hcp. Information was received from a patient who was receiving fentanyl, hydromorphone, bupivacaine, and baclofen via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was undergoing an MRI for their lower and mid back to rule out granuloma. The patient reported that their lower back pain, which began in 2014, was getting worse. The patient also noted that they had nerve pain beginning in 2014 in their right leg such that, to cause the pain to subside, the patient must scratch their leg until it bleeds. The pain was reportedly so intense that any contact with the patient¿s leg would lead them to ¿cry and¿scream out in pain¿. The patient also reported that the neck pain due to an auto accident was also getting worse. The patient noted that they had pain in their legs, arms, back, and neck since 1995 and has had over 16 surgeries and fusions, including post laminectomy syndrome and fusions prior to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.